Event description:
A report was received that the patient underwent a lead revision procedure wherein the lead was repositioned to reach a different area. The patient was reportedly doing well postoperatively.